Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation results: the reported condition of a colleague infusion pump which failed to alarm for air in the line, during use on an animal, was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump failed to alarm for air in the line during use on an animal. After 3 to 4 hours of surgery on the animal it was noted that there was an air bubble in the tubing that was not detected by the device. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.